Event description:
It was reported that a user experienced repeated dexcom g7 pairing failures with the ilet bionic pancreas, with pairing failure events visible in alarm history and g7 code verification performed on the applicator. Symptoms included absence of cgm glucose data on the ilet. Outcomes included the need for manual entry of glucose values and a delay in automated insulin dosing dependent on cgm data availability. Investigation included guided troubleshooting with magnet activation of the sensor, ilet cgm type toggle between g6 and g7, reattempted pairing after prior code entry, and user instruction to monitor for data restoration. Investigation of this case revealed a sensor-to-ilet communication failure consistent with a pairing malfunction of the cgm transmitter-sensor assembly, with no alternate sensor available to isolate the issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication or initialization issue between the cgm and the ilet.